Manufacturer narrative:
Based on the claim against the product by the customer noting rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have the 30-degree endoscope plus to have an endoscope adapter (aea) damaged. The endoscope also had a bearing friction issue. The complaint regarding rotation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an issue with endoscope rotation, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope for failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the endoscope 30-degree endoscope did not turn and rotate. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope did not turn and rotate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.